Manufacturer narrative:
The field service engineer replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Event description:
The customer called into technical support (ts) reporting that the device has intermittent navigation ring issues. Sometimes the screen will work and sometimes it does not; touchscreen non responsive. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised the customer that the front bezel will be replaced.